Event description:
It was discovered during a pm that the battery on the 9800 system was low, the collimator cover was damaged, and the interconnect cable was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery, collimator cover, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.